Manufacturer narrative:
B5: additional information received; it w3as confirmed that there weas no damage noted to the delivery system or device packaging during unboxing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate was intended to be implanted during the endovascular treatment of a left internal iliac aneurysm. It was reported during the index procedure, that an issue arose when confirming the e-marker under fluoroscopy before inserting esb f2814c103ej (B)(6). As the contralateral side gate was scheduled to be positioned in front, the e-mark was scheduled to be aligned and rotated 90 degrees in front. Normally, the e marker should be moved to the right side of the patient, but it was moved to the left side. As the fluoroscopy might have flipped, the position of the catheter was checked, but it was not a problem. Afterwards, the physician checked the device several times, but the event occurred in the same manner; it was determined that the contralateral side gate could not be used because it could not be moved to the intended position. The physician decided to replace it with a spare esbf2814c103ej (B)(6) to complete the procedure. Per the physician the cause is undetermined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and backend wheel in the home position. The graft cover was curved due to the positioning in the return kit. There was no deformation evident to the stent graft. It was not possible to visualise the e marker. Fluoroscopic images of the stent graft confirmed the e marker was positioned correctly. On deployment of the stent graft the e marker was clearly facing the contralateral limb per specification requirements. The reported detached in-vivo could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.